Event description:
It was stated that the customer was hospitalized for high blood glucose, low blood pressure, dehydration and vomiting. It was also stated there was a crack on the insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No crack was noted. The insulin pump had a scratched display window.